Event description:
It was reported that the patient received inappropriate therapy due to oversensing on the ventricular lead. The oversensing was reproduced with arm movement. During the lead revision, an insulation anomaly was noted. The lead was replaced. Noise was observed on stored egms.

Manufacturer narrative:
No medwatch form was received.